Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 30 day follow-up CT shows the presence of a type ia endoleak due to the stent graft being deployed distal to the intended landing zone placing the sealing ring in a location outside the treatment range for the implanted stent graft. A re-intervention was performed on (B)(6) 2014 to place a balloon expandable stent which successfully resolved the endoleak. As of the date of this report, there have been no additional sequelae reported.

Manufacturer narrative:
Device remains implanted.